Manufacturer narrative:
Implant date reported as: (B)(6) 2013. Additional product codes: mni, mnh, kwp, kwq. The investigation could not be completed; no conclusion could be drawn, as no product was received. A device history review was conducted. The report indicates that ncr #10470088 was identified for raw material. Lot # 6355302 was split from lot # 5257085 because of ncr. Original part number was 21008 and changed to 21100 that has a tighter tolerance. Raw material has been screened for tighter diameter size and visual nonconformities and confirmed that material met current specification. This change to new part number with tighter tolerance will have no effect on quality of product and will have no effect on complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported a patient underwent surgery on (B)(6) 2014 due to back pain and hardware issues. During the surgery, it became known that the screws at t12 were pulling out of the pedicles and the rods were broken between l3 and l4 bilaterally. The patient was originally implanted with a uss construct from l4-s1 on an unknown date. A revision surgery was performed on an unknown day in (B)(6) 2013. During the revision surgery, the patient was implanted with a uss construct dual opening from t12-l2 and the construct was connected to the existing uss construct at l4-s1 using rod connectors. During the surgery on (B)(6) 2014 all hardware from the original surgery and the revision surgery were removed and re-instrumented with synthes uss from t10-s1. This is report number 3 of 4 for com-(B)(4).